Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads were migrated and underwent a lead repositioning procedure. No device malfunction was suspected. The patient was doing well postoperatively.